Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
On 11/21/2018: updated event description: it was reported that a patient underwent an unknown surgery on (B)(6) 2018, the ear broke off a stenofix interspinous implant during installation by insertion and the implant broke during implantation. The implant in patient and was placed with another good implant. It is unknown if there was surgical delay. Procedure finished successfully. No patient consequence/harm reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional information provided. Part: 04.630.508s; lot: l453950; manufacturing site: mezzovico; release to warehouse date: july 05, 2017; expiry date: june 01, 2027 the device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a broken implant, which agrees with the reported complaint condition. One of the superior "ears" has broken off at its base and was not returned. It was also observed that both inferior "ears" are bent. Does received condition agree with the complaint description? Yes DHR review: the returned device was manufactured in july 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Document/specification review: interspinous implant size 8 design drawing was reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: the thickness of the "ears" at location of breakage and bends measured 0.74mm at cq (calipers ca215p) which is within specification of 0.65mm ±0.1. Material analysis: the design specified the implant to be manufactured from titanium aluminum niobium (tan) material. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Was the complaint confirmed? Yes conclusion: a definitive root cause for the implant breaking during attempted implantation could not be determined based on the provided information. Based on the one broken ear and two bent "ears," the most likely cause is rough handling. This complaint is confirmed, however, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes nqp, kwp, mnh, kwq. Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a stenofix interspinous implant broke during an unknown surgery. Procedure outcome is unknown. No patient consequence reported. This report is for one (1) ti stenofix interspinous implant 8mm-sterile. This is report 1 of 1 for (B)(4).